Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) oversensed non-physiological noise on the right ventricular (rv) lead resulting in asystole greater than two consecutive seconds. There was also high rv impedances observed. Boston scientific technical services (ts) recommended lead replacement. Due to the patient¿s age, the device was reprogrammed to tachy mode off with asynchronous pacing. No adverse patient effects were reported.